Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: operative report: -diagnosis: right clavicle erosion through shoulder -procedure: right distal clavicular shortening osteotomy, I&d rt clavicular area -pt continues on chemotherapy, rehabbing well with a stiff but stable & painless shoulder with excellent hand and elbow function -over weeks time increased bruising and thinning of skin over distal clavicle, skin breakdown -labs within normal limits to proceed with surgery, a small bursal cavity with several loose sutures was encountered, removed, and aggressively debrided, additional portion of clavicle removed -closure to decrease potential deadspace, pt tolerated well, transferred in stable condition -the radiographs review identified possible polyethylene wear of the glenoid cup. Superficial position of the humeral head with respect to the glenoid but no dislocation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical devices: item number: 113144, item name: bio-mod bipolar head, lot number: 174110; item number: 113630, item name: comp primary stem, lot number: 793050; item number: cp562404, item name: rt sm total scapula w/mesh, lot number: 178110. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03753. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision approximately 3 years post-implantation due to dislocation. Revision surgery has not been scheduled to date. Attempts have been made and no additional information is available at this time.